Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5v power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
There were no reports of an injury or death. The customer complained of a communication failure error message. The customer had to reboot to regain functionality. This is indicative of a system lockup.